Event description:
Patient presented in clinic for routine follow up and the device was found to have complete loss of capture and low impedance. The lead was found to be dislodged via x-ray. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.